Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) saw a couple of bubbles in the patient line during the initial drain. The hp was connected. The technical service representative (tsr) assisted the hp in ending therapy. The hp was going to perform a manual exchange in the morning. During the follow up, the hp also stated that they did not disconnect any time prior to seeing the air in the line. The hp explained that the patient line was primed, all of the bags were properly connected and they saw nothing unusual about the supplies. There was no patient injury or adverse event associated with this report. No additional information is available.